Event description:
It was reported that during the implantation of a monarc sling "the doctor got into the bladder with the monarc trocar." The device was removed and another sling was placed with the desired results. No further patient complications have been reported in relation to this event.